Event description:
During the case, doctors were introducing the stent and it broke off as it was going in. Fortunately it was before it reached the artery and was able to easily be removed, we then opened another stent and proceeded on, there was a short delay.